Event description:
The account alleged the bed is not sending a nurse call. No pt impact.

Manufacturer narrative:
The tech fount a pin is broken inside the communication cable. The tech replaced the communication cable to resolve the issue.